Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported that every time they turn their stimulation intensity up, to 3.0 for example, they notice that the setting will change and go down to 2.8. Pt then said they will check the controller after ten minutes and the setting will go down to 1.0. Pt said the issue started "a long time ago". Pt said they have been having pains going down their leg because of problems with the stimulator. Pt said at one time they were considering removing the stimulator completely but they would have to be on meds (see case # (B)(4) for previous report of wanting to remove implant). Pt said their pain will start in their back where the stimulator is and they have pain down their right leg and left leg, and their foot will start to turn on its own. Pt said they have to pull the belt uncomfortably tight when they charge to make a good connection. Pt said if they turn stimulation up they can feel it and their whole body will start shaking. Patient services specialist (pss) attempted to clarify event dates and events but due to the nature of the caller, was unable to do so. Each time pss would attempt to clarify something, pt would begin talking about something else. Pss had a difficult time following the pt. The patient was redirected to their healthcare provider to further address the issue.